Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a ¿no disposable clamp tubing¿ alarm had occurred. The cause of the alarm was explained, which cleared when silenced. The pump was restarted, and the display showed ¿run,¿ but a double beep continued. The pump was stopped and powered off. When powered back on, the pump alarmed for high pressure. All clamps were confirmed open, and no occlusions were found in the line. The patient was not affected. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.